Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples were misaligned. The device was replaced.

Event description:
It was reported that the staples were misaligned. The device was replaced.

Manufacturer narrative:
(B)(4). A visual, dimensional, or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. Therefore, the customer complaint cannot be confirmed and the root cause cannot be determined. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.